Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.